Event description:
During a vats lobectomy procedure, clip dropped off at 3rd firing. Dropped clip was retrieved. Another like device was used to complete the case. There were no adverse consequences to the patient.